Event description:
Customer reportedly received results of 30 mmol/l and 11 mmol/l within 10 minutes on the mobile system. Customer administered humalog after testing 11 mmol/l. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.